Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient had been hospitalized for thirty-seven days for another indication and while hospitalized the patient experienced peritonitis. Hospitalization was reported to be prolonged due to the event of peritonitis. Treatment for the event was not reported. At the time of this report, the patient was not recovered from this peritonitis event. Extraneal and physioneal therapies were discontinued five days after the onset of peritonitis. Eight days after the onset of peritonitis, the pd catheter was removed. No additional information is available as the nurse declined to be contacted for further information.